Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving morphine (5.0 mg/ml) and bupivacaine (2.5 mg/ml) via an implantable pump. It was reported that the event occurred during a procedure. There was a lot of difficulty in emptying the pump but after attempts it was achieved. The cause of the difficulty aspirating the pump was not determined. It was further reported that after deployment, the loading bar was taking longer than usual, being interrupted in the process, and finally two error appeared on the clinician programmer tablet screen. The error code 102 regarding the pump stopped due to either a temporary stop configured or due to a failed update. The error code 140 was also seen regarding previous update failed. Regarding product status, it was indicated that the pump was implanted and out of service. Regarding factors that may have led or contributed to the issue, a pump device failure was indicated. Further diagnostics/troubleshooting performed were unknown. The code 140 and 102 was not resolved at the time of the procedure. The patient was without injury regarding their status as of (B)(6) 2025. It was unknown if the event led to hospitalization or had extended hospitalization. It was unknown if the patient experienced any symptoms or complications associated with the event. The patient's medical history was unknown. It was later further reported that replacement product was required. The pump was replaced on (B)(6) 2025. The clinician programmer software version was 1.1.413. The pump was to be returned to the manufacturer. The status of the clinician programmer associated with the event was not provided.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# unknown serial# version: 1.1.413 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8637-40 pump: analysis identified that the pump would not update when using a clinician progammer with an undetermined cause. This device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.